Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrilation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off while prepping. The caller replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the case continued without patient consequences. Based on the information available describing a ¿hub detachment¿, the event has been assessed as an MDR reportable malfunction. On 3/31/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve is dislodged and dilator was not returned. These returned product conditions were reviewed and determined the issue of the hemostatic valve separation (dislodged) is also an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was visually inspected and hemostatic valve was found dislodged inside of hub. Friction ring and brim cap remain intact. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001244 number, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrilation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment occurred. It was reported that the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off while prepping. The caller replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the case continued without patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed. Based on the information available describing a ¿hub detachment¿, the event has been assessed as an MDR reportable malfunction. On 3/31/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve is dislodged and dilator was not returned. These returned product conditions were reviewed and determined the issue of the hemostatic valve separation (dislodged) is also an MDR reportable malfunction.

Manufacturer narrative:
On (B)(6) 2020, upon internal review of this file, it was determined that the customer¿s reported issue was a ¿hemostatic valve separation¿, and not a full ¿hub detachment¿. The hemostatic valve is part of the hub assembly. The hemostatic valve separation was later confirmed upon device return and evaluation. The h6. Device code reported in the initial MDR remains the same. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).